Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly.

Event description:
The customer reported via phone call that insulin pump had keypad anomaly and button not working. The blood glucose at the time of the incident was 124 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.